Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event.  The cause of the paravalvular regurgitation is likely related to the patient¿s severe calcification of left coronary cusp. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), through cvit 2018 proceedings, a (B)(6) year-old man underwent tavi with a 23mm sapien 3 valve. After placement, moderate paravalvular regurgitation (pvr) remained for severe calcification of left coronary cusp. The sapien 3 valve was implanted with 2ml reduction from full volume in balloon with an aortic valve area of 470mm2. After the operation the patient was discharged without any complication. Three months later, the patient was re-hospitalized for congestive heart failure with hypotension and was depended on inotropes. The cause of chf was pvr. Additional bav for the pvr was performed. After bav, the pvr was significantly reduced from severe to mild and the inotropes were discontinued. Ef also improved from 30% to 48% and the patient was discharged with good progress.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.